Manufacturer narrative:
This report is submitted on june 09, 2017.

Event description:
It was reported that the patient experienced skin flap necrosis at the implant site and subsequently underwent a wound debridement surgery in (B)(6) 2017. However, the issue could not be resolved resulting in the decision to explant the device in (B)(6) 2017 (exact date not reported).